Event description:
A customer reported to baxter china that a minicap had a loose sponge. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported problem with the mincap was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.